Event description:
It was reported that the patient presented for a follow up in clinic. It was discovered that the patient's right atrial (ra) lead had dislodged. The lead was explanted and replaced. The patient was stable.